Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent persistent atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium where hemostatic valve dysfunction occurred. It was reported that the valve was leaking. There was no breakage of any section, the hemostatic valve did not break did not separate pieces nor detached from the sheath. The event occurred while the device was being used on the patient. No air as introduced into the patient¿s body. No intervention was required. Blood return was observed, but the amount is unknown and hemostasis was not compromised.

Manufacturer narrative:
It was reported that a patient underwent persistent atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium where hemostatic valve dysfunction occurred. It was reported that the valve was leaking. There was no breakage of any section, the hemostatic valve did not break did not separate pieces nor detached from the sheath. Device investigation details: on 9/16/2020, additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed, and no internal action related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref # (B)(4).